Manufacturer narrative:
A2): patient''s date of birth unk. A4): patient''s weight unk. A5a./5b.): patient''s ethnicity/race unk. B7): other relevant history unk. H3/h6): the device was discarded, thus no investigation could be completed and the cause of the reported failure could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and a left ventricular (lv) lead due to bacteremia. Using simple traction only, the lv lead was removed successfully. A spectranetics lead locking device (lld) was inserted into the rv lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath and a spectranetics visisheath dilator sheath, pressure was applied to the visisheath as it advanced over the glidelight in the subclavian/innominate regions. After progress stalled within the vasculature, the glidelight and visisheath were removed, and it was observed that the distal end of the visisheath was bent and frayed. A new visisheath was used with the same glidelight, the rv lead was removed, and the procedure was completed with no reported patient harm. This report is being submitted conservatively for the visisheath frayed distal tip (possible sharp edge), potential for harm with recurrence.